Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the product involved with this complaint to perform failure analysis. The footswitch was analyzed and the reported problem was confirmed and replicated. Upon visual inspection, the camera pedal cover was found broken and detached from the pedal assembly. No related errors were found in the system logs. Based on these findings, the detached camera pedal cover was identified as the source of the reported issue. The complaint was confirmed and replicated by failure analysis. The probable root cause is attributed to a broken camera pedal located on the footswitch. This issue can be resolved by replacing the footswitch from ssc, or switch to another ssc to complete the procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse noted that the reported issue was addressed under another complaint (please refer to MFR report number 2955842-2025-42424 for additional details). The fse replaced the broken camera foot pedal to resolve the reported problem. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that the arms continued to move even after the surgeon stopped. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: this issue was related to a damaged/ broken camera pedal which has since been repaired/replaced.